Manufacturer narrative:
On (B)(6) 2023 the field service engineer (fse) adjusted the gear pump pressure, adjusted the reagent probe, replaced the sample probe, adjusted the water volume rinse levels and replaced the water. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The valp2 reagent lot number was 700613 with an expiration date of 30-jun-2024. The iron2 reagent lot number and expiration date were not provided. H3 other text : na.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for online tdm valproic acid (valp2) on a cobas pro c 503 analytical unit. Of the data provided, discrepant results were identified for an additional patient sample (patient 2) tested for iron2. Patient 1 initial result was 5.14 ug/ml. The sample was repeated twice based on the patient¿s previous results. The repeat results were 35.4 ug/ml and 36.1 ug/ml. These results were believed to be correct. The questionable result for patient 1 was not reported outside of the laboratory. On (B)(6) 2023 patient 2 initial iron2 result was 1.64 (unit of measure not provided). The repeat result was 2.69.